Event description:
It was reported approximately seven weeks post implant the patient developed a pocket infection. The implantable pulse generator (ipg) system was explanted and the patient was treated with antibiotics. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).